Event description:
The customer reported that insulin leaked in the reservoir compartment, and he tossed out the reservoir. The blood glucose reading was 174mg/dl. Troubleshooting was performed. The customer stated that the reservoir window was cracked and found that the reservoir chamber was wet. The caller mentioned getting no delivery alarms during basal delivery. Assisted the customer to run a fixed prime test and the insulin did exit. Instructed the caller to remove the infusion set and the cannula was not bent. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.